Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient had the miniarc sling and elevate anterior implanted. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent ams miniarc sling and elevate anterior due to cystocele and sui. It was reported that the patient underwent a cystoscopy with removal of all mesh products from sacrospinous area, repair of cystocele defect and vaginal wall, removal of sacrospinous ligament suspension mesh and repair of bladder wall defects on 2011. It was reported that the patient had experienced a recurrence of pelvic organ prolapse and was implanted with elevate posterior on (B)(6) 2012.